Manufacturer narrative:
Additional devices: (B) (4), (B) (4).

Event description:
On (B) (6) 2009, the patient underwent a procedure to address the distal migration of a previously placed stent-graft (manufacturer unk) into the aneurysm. Three aortic extenders were placed within the existing stent-graft, extending proximally up to the renal arteries. The post-procedure aortogram showed no endoleak. The patient tolerated the procedure well with no complications. On (B) (6) 2010, the patient was treated for an acute abdominal aortic aneurysm rupture. An abdominal aortogram showed a displaced and fragmented stent-graft with multiple contrast extravasations. A tag device and aortic extender were placed across the fragmented segments, but there was still a persistent endoleak. A trunk and contralateral leg were then placed, extending into the iliacs. The post-procedure aortogram showed no endoleak and no bleeding or hematoma. The patient emerged stable with no complications.